Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked from the lower y-site below the luer lock where it attaches to the tubing. It was further reported that the tubing was clamped. The set was used with a primary line infusing normal saline. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure and clear passage tests, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.